Manufacturer narrative:
The insulin pump passed the functional test, including the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case, cracked case at reservoir tube window corner and cracked reservoir tube.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that there was crack on the reservoir compartment and the seal was lifted up. The customer's blood glucose was 437 mg/dl at the time of incident. The customer's blood glucose was 301 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections and the insulin pump. The customer stated that the drive support cap appeared normal. The customer declined to check for air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.